Event description:
Caller reported experiencing multiple cartridge alarms on various dates, leading to high blood glucose levels. Specific values of blood glucose were unknown, but they were indicated as "high." To address the high levels, the customer administered a correction bolus using the pump and then replaced the cartridge. There was no need for assistance from third parties, and the issue did not occur during the load process. Technical support confirmed the pump¿s history and decided to replace it.